Manufacturer narrative:
In the original complaint, our rep states that the drill bit was warped when it was used within the drill guide within the body, which resulted in some degree of metal shavings emanating from the guide into the body. A subsequent communication with the rep for clarity and details, the rep reiterated the fact that the "drill bit" was warped and that this condition was known prior to use. It is stated that after the drill bit was loaded onto the drill and prior to use it was tested in the air, it was at this time that the anomaly was observed, drill bit not spinning evenly. They re-inserted and rechecked the attachment of the drill bit to the drill and found the same condition, drill bit not spinning evenly. It was at this point that the surgeon made a judgement call to proceed using the acknowledged faulty device. The spatial relationship between the drill bit and the drill guide require that both devices, when used in unison, need to be in the as designed and as manufactured condition, it stands to reason. The IFU clearly states to check for device condition prior to use and to abandon use of any device if it is found to be faulty, and again, it stands to reason that this function would be performed well ahead of the moment of truth. We attribute this event to a user issue. No further action is warranted.

Event description:
Our rep is reporting that during a shoulder repair, the surgeon was using a drill bit that is described as "warped to the point that it caused some metal shavings" to emanate from the drill guide and into the patient's body. The case was concluded successfully without further incident or harm to the patient.